Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s current blood glucose level was 8.6 mmol/l at the time of the incident. The customer reported the retention ring is loose. The customer can attach the ring, but it gets loose very easily. The customer did not troubleshoot the issue. The customer was advised the insulin pump will be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit was received with missing reservoir tube o-ring, minor scratches on case, pillowing keypad overlay, faded serial number label, keypad overlay texture damage, corroded battery tube and minor scratches on lcd window.